Event description:
It was reported that during a posterior l4-l5 fusion, the holding sleeve was not holding the screw correctly. The surgeon made an adjustment and was able to insert the screw successfully. After the procedure, the surgeon inspected the sleeve and observed that the threads are peeling. There was no harm to the patient. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. The suppliers certifications indicate the correct material was used and correct hardness values were obtained. All records indicate the product was manufactured to specifications. The product evaluation and visual inspection revealed that the first thread on the distal end is partially sheared off and the remaining threads appear to be undamaged. The tip cannot be inserted into a screw due to the damage. The condition appears to be the result of the sleeve becoming loose during screw insertion which contributed to the breakage. This issue has been noted on previous complaints for this product. An internal corrective action has been opened to address this issue.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.